Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 150 mg/dl. Customer stated that she was unable to clear the alarm. Insulin pump will need to be replaced. However, customer wanted to reset the insulin pump and keep it. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.